Manufacturer narrative:
Tech found that the bed siderails would work intermittently when they were raised or lowered. Could not function manually without intermittent problems. Bed located in storage. Replaced both siderail ucm cables to resolve this issue.

Event description:
Info received indicated that the siderails would work intermittently when they were raised or lowered. No pt impact.